Event description:
Pump declared a cartridge change error, prompting the customer to contact support. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support to inspect and clean parts of the pump, ensuring components were undamaged and clean. Despite these efforts, the customer was unable to load the cartridge successfully and completed a new cartridge fill. Technical support referred the customer to advanced troubleshooting and suggested using a backup pump if necessary.